Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
9617613-2013-01469 . Covidien is submitting this report on behalf of 9617613-2013-01469 (importer).